Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation to treat persistent atrial fibrillation, a faradrive steerable sheath was selected for use. It has been mentioned that preparation of the sheath was as recommended. During the faradrive insertion into the sheath, air bubbles were formed in the syringe before the farawave, dilator, or 98cm transeptal needle and guidewire were inserted in the sheath. Pressure bag was used for irrigation. The procedure was completed using another faradrive sheath. No patient complications occurred. The product is not expected to return as disposed.

Event description:
It was reported that during the pulmonary vein isolation to treat persistent atrial fibrillation, a faradrive steerable sheath was selected for use. It has been mentioned that preparation of the sheath was as recommended. During the faradrive insertion into the sheath, air bubbles were formed in the syringe before the farawave, dilator, or 98cm transeptal needle and guidewire were inserted in the sheath. Pressure bag was used for irrigation. The procedure was completed using another faradrive sheath. No patient complications occurred. The product is not expected to return as disposed. It was further reported that air was leaking while purging after the insertion of farawave catheter. The guidewire was retracted inside the catheter.

Manufacturer narrative:
Additional information added to b5: describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.